Event description:
It was reported that an locking compression plate (lcp) screw broke while removing an unknown plate. No further information was provided. The threads broke off upon removal of the compression screw. The items were retrieved. The procedure was successful. Report 1 of 1 for (B)(4).

Manufacturer narrative:
The device was used for treatment not diagnosis. Unk manufacturing location. Unk lot number. Unk implanted date. Without the lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.